Event description:
It was reported that the patient experienced recurrent nocturnal low glucose events and sought guidance on the cause, with no blood glucose meter checks reported. Symptoms included hypoglycemia with a blood glucose level of 39 mg/dl. Outcomes included the need for oral glucose administration. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and additional user training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.